Event description:
It was reported there was a confirmed fracture of the pacing/sensing portion of the lead. It was also reported the patient developed an infection. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.